Event description:
It was reported that the customer was found passed out and the ambulance came. Customer's blood glucose level was in the 20's mg/dl. Customer was taken to the hospital on (B)(6) 2015. Customer was all bruised up and kept the pump on. Customer ate half a turkey sandwich and was given an IV. Customer stated that her hemoglobin tests have gone up ever since being on the pump. Customer declined troubleshooting. Customer did mention that the pump alarms constantly. Customer stated that she can treat and her blood glucose level will go up to 90 mg/dl, but her sensor glucose reading will still be 55 mg/dl. Customer was advised to call the helpline if needed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.